Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient was originally treated with an arthrex clavicle plate and 3.5mm cortex screws. Several months after the primary surgery, the screws eventually backed out; resulting in a non-union. The patient was revised on (B)(6) 2021 using an autograft from the illiac crest, an anterior 2.7mm locking plate and a 3.5mm lcp superior clavicle plate.